Manufacturer narrative:
The local area field representative was contacted for additional information. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range pace impedance measurements. The lead was surgically abandoned and replaced. The crt-d remains in service. No additional adverse patient effects were reported.